Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
A sales representative reported that when the surgeon was completing a shoulder arthroscopy with subacromial decompression, he noticed a burn on the patient from the heat of the burr. The burn was located on the anterior shoulder portal. The burr shaft was being pressed against the patient's skin to get leverage on the bone. The shaft became hot due to the torque from the surgeon's leverage.